Manufacturer narrative:
As received a complete lead was returned in one piece. Visual inspection revealed electrocautery damage to the outer insulation. Electrical testing did not reveal any shorts between conductors while manipulating and stretching lead. Mechanical inspection verified that the measured full helix extension length was within specification. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was noted that the right ventricular lead was dislodged. The lead was explanted and exchanged to resolve the issue. During the replacement procedure, it was noted that the lead was not fixated into the ventricle properly. Following the procedure, the patient was in a stable condition with no adverse consequences.